Manufacturer narrative:
(B)(4). Analysis noted an alert in the device for possible output circuit damage. Review of the device image noted no anomalies in the pacing lead impedance trends. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the output circuit damage alert could not be determined.

Event description:
This report is to advise of an event observed during analysis.